Event description:
A caller reported a malfunction on the pump, indicated by malfunction code malf 1. Despite the malfunction, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, but the malfunction persisted after resetting. Consequently, technical support decided to replace the pump and provided a replacement, instructing the customer to return the problematic pump using a return box and pre-paid label. The customer was informed about putting the pump into storage mode and acknowledged the steps necessary upon receiving the replacement.